Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction in a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the plastic housing is cracked and busted in several places and the power control board is and outdated version. Power control board was replaced.

Event description:
In this event, it was reported that a promark apex locator gave incorrect measurements; no injury occurred.